Event description:
IV tubing sets were found to be defective. Once the bags were spiked and chamber filled with clamp open ivf (intra-venous fluid) did not flow. Carefusion smartsite IV tubing ref#(B)(4) was product reported to be defected lot numbers are all the same #17103077 expires (B)(6) 2020. Five in total of the tubing did not prime as expected. Fluid did not migrate from chamber as it should. Associates who reported only kept 2 total of the defective tubing but kept all packaging that the product came in.